Event description:
It was reported that during stenting treatment procedure stent damage occurred. The 95% stenosed, de novo target lesion was located in the moderately tortuous and severely calcified right coronary artery (rca). A 2.25x20mm promus element stent was advanced to the rca but was unable to cross the lesion. The device was removed from the patient and a predilation balloon was advanced to the lesion. After successful predilation the physician attempted to re-advance the promus element stent; however, as the device was being advanced over the guidewire it was noted that the stent struts were damaged. The device was exchanged for another of the same stent delivery system and the procedure was successfully completed. No patient complications were reported and the patient's condition is stable. This product is only (B)(4) approved but it is similar to an approved us device.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).